Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while testing the system, it would not connect to the imaging system. The site has several other navigation systems and they connect without any issues. It was found during troubleshooting that the ip address was set incorrectly. There was no patient present.